Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. The reporter alleged that the battery compartment was cracked .there was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: a review of the black box showed frequent low battery warnings. The pump electrical draws were within specifications. The battery compartment was cracked alongside the pump, and below the bumper pad. Moisture corrosion was found on the battery cap. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no further evidence of moisture. Unrelated to the original complaint, the display was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.